Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4269 boston scientific, 1388t st. Jude, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was elevated pacing threshold on the left ventricular (lv) lead. The lead was inactivated, partial lead was removed, and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.